Manufacturer narrative:
(B)(4). Approximate age of device- 7 months (calculated from the date when the mpu was issued to the patient.) The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a number of power cable disconnect and no external power alarms observed on the system controller. The patent reported that the last two events occurred during a power outage. The patient was asymptomatic. Log file analysis by the manufacturer''s technical services revealed that the events may have been due to a loose connection with the mobile power unit ac power cable. No additional information was provided.